Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the buttons are stiff and the act button causes the pump to skip some screens. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had minor scratches on the display window.